Event description:
The following was reported in a user facility medwatch report (B)(4) received on (B)(4) 2011: ambu bag with attached mask was used on a patient for respiratory support. The certified registered nurse anesthetist (crna) noted a tear in the seal of the mask. The intended use was for respiratory support to increase patient's oxygen saturation. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do. On (B)(4) 2011, the customer (B)(6) was contacted and indicated that there was no patient impact and that the defective unit was just switched out with no further issues. The sample is available for evaluation.

Manufacturer narrative:
(B)(4). The sample is available. Upon completion of carefusion's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An FDA inquiry dated 24 sep 2011 was received on 18 oct 2011 for this event. The response and evaluation summary is as follows: the mask was received from the customer for evaluation. Since the mask is received from an external vendor it was evaluated in accordance with the applicable incoming document and was found to be out of specifications. The cushion area is partially detached from the rigid part of the mask. In addition, the mask was attached to a resuscitator to simulate the use and no problems or leaks from the tearing area (detached area) were found. Due to this, the report of a tear in the seal of the mask was confirmed. The cushion mask is designed to make a seal against the face, in the same way the cushion will make a seal when press against the rigid part of the mask minimizing the leak of oxygen. This is the first time a report of this nature has been received. In addition, the supplier provided the following investigation results: the sample has been inspected and it was noted that there is uv glue on 100% of the surface; therefore, it does not appear to be an assembly defect. Since a lot number was not provided, the supplier could not determine the lot of uv glue used on this sample; however, the expiration date of the uv glue is checked during each production run to ensure it is not expired. The uv bulbs are replaced according to the equipment supplier's recommendation. Since the supplier 100% inspects this product before packing, the supplier concludes this sample was abused during transit and handling after it left their facility and is an isolated case. The lot reported by the customer does not belong to the carefusion - (B)(4) facility nomenclature and due to this, it is not possible to review the device history record. The manufacturing process was reviewed and no anomalies were found related to the reported condition. In addition, a review of the complaint management system was performed finding no similar issues reported. Mask 65-4608 (face adult mask) is used on device 2k8012, 2k8017, 2k8032, 2k8035 and 2k8036. As possible root causes, the supplier noted that since 2004 they have shipped more than 2,000,000 resuscitation masks to carefusion. The supplier indicated that this is the only case where the cushion has become partially disengaged. The supplier indicated that they perform a 100% manual inspection after the uv gluing work station to make sure there is 100% seal. The supplier assembles the mask to the cushion using uv glue. After reviewing the sample, the supplier could see remnants of the uv glue on 100% of the disconnected area. That indicates the glue was applied properly. There are several reasons that the uv glue may not adhere properly: uv glue has a short shelf life and loses some of its adhesion properties after the expiration date. However, the supplier's work instructions indicate to check the expiration date every time before using; therefore, this is unlikely. If there is some contamination on either part such as grease, the uv glue will not bond properly. However, after examining the sample, the supplier saw no evidence of contamination, so this again was unlikely. If the light bulbs in the uv oven expire, then the uv bond will not be as strong as intended. However if this is the case, more than one unit would be affected. The manufacturing process was reviewed and no anomalies were found related to the reported condition. In addition, a review of the complaint management system was performed finding no similar issues reported. Mask 65-4608 (face adult mask) is used on device 2k8012, 2k8017, 2k8032, 2k8035 and 2k8036. The manufacturing process was reviewed and no anomalies were found related to the reported condition. In addition, a review of the complaint management system was performed finding no similar issues reported. Mask 65-4608 (face adult mask) is used on device 2k8012, 2k8017, 2k8032, 2k8035 and 2k8036. Since the mask is received from an external vendor the manufacturing plant current quality control document for incoming inspection dictates to perform a visual test in order to detect this type of defect. Components that are deformed, broken and/or damaged are considered critical defects and are evaluated per aql 0.65%, lq 4.8 (s=50, accept=0, reject=1). The carefusion manufacturing personnel were notified of this incident in order to detect this type of failure and also were retrained on the inspection document. The supplier reviewed the reported issue and indicated that the measures used to prevent this from occurring are as follows: work instructions established to check adhesive expiration date and also the personnel was retrained in the applicable procedures.